Event description:
Additional information indicated that the cause of the infection was spinal cord stimulator (scs). Perioperative antibiotics were ad ministered. The date of onset/diagnosis of infection was (B)(6)-2011. CT scan of thoracic spine did not show "any significant abnormal fluid collection but the generator was not identified." Signs and symptoms of infection included redness, swelling, and pain. Primary location of the infection was device pocket. Patient required hospitalization due to the event, recovered without sequelae. Infection was resolved. It was also noted that the patient had had l3-4 posterior lumbar interbody fusion (plif) on (B)(6)-2012.

Event description:
It was reported that the patient's device was removed due to a (B)(6). It was noted that the patient was given antibiotics via IV, 3 times a day for 10 days when the patient was at home. The patient was hospitalized for 6 days after implant. The patient stated that their device was removed on (B)(6) 2011 and a new device was implanted on (B)(6) 2012. The manufacturer's records noted that the device was not replaced until (B)(6) 2012.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).